Manufacturer narrative:
The transmitter was unable to charge due to a depleted battery. The functional test could not be performed due to a charge anomaly.

Event description:
Customer reported low blood glucose of 47 mg/dl; customer treated with food and stated now she is running high. Customer also reported that the sensor she was using might not have been working because the transmitter is blinking red on the charger and not blinking when connected to the sensor. It was on the charger for about 6 hours. Customer stated she does not know why her blood glucose dropped, sometimes that happens and stated that is the reason she needs to use the sensor. Customer was advised to try another charger; customer stated she has another one and it also did not work. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.